Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. Patient education issues were the primary reason for overdischarge. The last time any stimulation was felt was about a month prior to the report. The last successful recharging session was about 2 weeks prior to the report. They didn¿t know how much they were able to charge at that time. The patient was unable to get their ins to charge. The recharger and programmer would not connect to the ins. The ins would not turn on. The patient had tried to reset their ins but it didn¿t work so they set up an appointment at their doctor¿s office on (B)(6) 2014. Upon meeting with the patient the overdischarge was confirmed. 5 triple charge sessions were attempted without success. This was the patient¿s third overdischarge. The patient was scheduled to see their doctor to discuss a replacement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient¿s replacement surgery was scheduled for (B)(6).

Event description:
It was reported that the patient had their battery replaced on (B)(6).

Event description:
Additional information received reported that the patient¿s pre-op appointment was on (B)(6) 2015. A replacement had not been scheduled yet. Follow-up was performed to determine if a replacement had been scheduled after the post-op appointment. This event will be updated if additional information is received.

Event description:
Additional information received reported the battery had been replaced and the patient was doing great. They were happy and getting coverage.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).